Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer jumped into a swimming pool and received a button error alarm. Customer's blood glucose was 186 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube window.